Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was sawed off in the procedure and damaged. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "there was no problem with implant. The doctor had to go in and do a lateral release so he wanted to exchange the symmetric patella with an asymmetric patella. He felt this would improve her tracking."